Event description:
It was reported that the drill continued to function when the trigger was no longer activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.